Event description:
It was reported that the ilet user received an insulin set expired alarm and, during the guided supply change, the adhesive on the new infusion set curled after application despite the site being clean and dry; the user then applied a replacement infusion set and completed the change. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on performing a supply change and ensuring proper infusion set deployment. Investigation of this case revealed an infusion set deployment issue related to adhesive lift, which was resolved by replacing the set and confirming correct attachment. It was concluded, based on previously established findings for similar reports, that user technique during infusion set application was the likely cause.